Manufacturer narrative:
Attempts were made to obtain further information regarding the patient information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has a battery failure. The customer reported that the unit was in use on patient , but it is unknown if there was patient harm reported.